Event description:
It was reported that during an unspecified biliary procedure, resistance was encountered and guide wire peeling and coating detachment occurred. The lesion was located in the common bile duct (cbd). The 0.035 jag precursor guide wire was advanced to the "left biliary" and an unspecified drainage tube was placed. Upon attempting to remove the guide wire, resistance was encountered. Following removal, the physician noted that the tungsten coating on the guide wire had peeled in three locations. The physician performed fluoroscopy which revealed that the coating remained inside the patient. The physician was unable to retrieve the detached coating. The procedure was completed without further intervention. The patient's status is reported as "good".